Event description:
The extended brilliance workspace (ebw) has an optional software application function called the cardiac viewer. It is possible for an set of images to be expanded or zoomed and save as a new set of images. When the saved set of images are viewed using a function called the CT viewer, or are transferred to a pacs (picture archiving and communications system), measurements made on these zoomed images are incorrect. They measurement error is proportional to the zoom factor. An image which is zoomed by a factor of two will show distance measurements that are incorrect and enlarged by a factor or two.